Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cervical spine procedure. The rep indicated that when the navigation system was turned on a "no signal" message was continuously displayed and the product would not start. The product was used after performing a reboot and the surgery was completed without delay. No change in patient outcome was reported to be associated with this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating rebooting the system successfully resolved the issue, and the issue has not recurred.